Event description:
The customer reported the clinician but the blade on the back table cover while covered and the cover came off and when the nurse went to grab it, she was cut. The blade inside the angio adult safety pack. There was injury reported. Clinical data requested due to the nature of the issue.

Manufacturer narrative:
No further information is available at this time. Will provide follow ups if information becomes available.